Manufacturer narrative:
(B)(4). D10: item name# oxf twin-peg cmntd fem md PMA; item number# 161469; lot number# 357460. Item name# oxf uni tib tray sz d lm PMA; item number# 154724; lot number# 066000. Item name# cobalt g-hv bone cement 40g; item number# 402283; lot number# 966950. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent to knee revision surgery due to a fractured polyethylene insert. Intraoperatively, the polyethylene was found to be broken in half. The anterior fragment was removed with difficulty, and the posterior fragment was located within the posterior capsular soft tissues and was also removed with some difficulty. Both the tibial and femoral components were stable and therefore retained. The polyethylene insert was revised without complications. Approximately 11 years, 10 months, and 12 days post-implantation. Attempts have been made and no further information has been provided.